Manufacturer narrative:
(B)(4) the customer reported a speaker failure, no adverse patient event/impact was reported from this issue. It is considered that the issue was immediately obvious to the user. Generally, patient alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance and to not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. The most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention of monitoring includes close personal observation, as specified in the product labeling. Due to an increased number of complaints where the x2/mp2 generated a "speaker malf." Inop, philips recognized that the failure mode requires a deeper analysis. Thus, a service bulletin (sb) sb86201126a has been issued to inform a field audience about the nature of failure mode (mechanical defect) and the issue being under investigation. This sb was considered a status update to the field until a long term solution is available. As of august 30th 2010, the FDA has been notified about mandatory field action fco86201157, which recalls all x2/mp2 in a specified device sn range, as well as exchange speaker assemblies shipped within specified time frame. All speakers affected by the provisions of fco86201157 will be replaced with a revised design speaker assembly, including the one reported in this case. Philips will inform customers about this recall via fco86201157 and will be sending each affected customer an urgent medical device correction notification/field safety notice (fsn86201157). This notification explains the issue and gives customers instructions on actions to take while they await the correction, which will come in the form of replacement speaker assemblies. Sb86201176a has been issued to inform the philips field service organization about the field safety notification (sb86201176a). No further investigation or action is warranted. The service record does not indicate that replacement of the speaker failed to resolve the problem or that any other action was taken. We will consider that replacement of the speaker solved the problem.

Event description:
The customer reported that the speaker does not work. No patient harm was reported.